Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The cause of death was decompensated congestive heart failure and chronic respiratory failure end stage. The patient was admitted post implant to the hospital on (B)(6) 2017 with congestive heart failure. The patient was oxygen dependent and had endotracheal intubation and advanced cardiac life support. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.